Manufacturer narrative:
Conclusions: info obtained during the investigation reasonably suggests that lead fracture is the cause of the high lead impedance test result.

Event description:
Reporter indicated that device diagnostic testing (systems diagnostics) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Device diagnostic testing performed at office visit approx three months earlier was within normal limits, indicating proper device function at that time. The pt has reportedly not felt device stimulation for one week prior to the office visit. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Per the pt's father, the pt leads a sedentary life style; therefore, he did not see how any trauma to the lead could have occurred to cause a possible break. Lead break is suspected, although review of x-rays by MFR did not reveal any obvious discontinuities in the vns therapy system. No serious injury was reported in conjunction with the high lead impedance condition. MFR later received device tracking info indicating that the pt had undergone vns therapy system replacement surgery due to lead discontinuity. Both the lead and generator were replaced. It was reported that no obvious causes for the high lead impedance condition were noted during explant surgery. Analysis of returned products in pending.